Manufacturer narrative:
Concomitant medical product: serial# (B)(4). Good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedances, oversensing, and inappropriate therapy. The lead was capped and replaced. No further patient complications have been reported as a result of this event.